Event description:
A medtronic representative reported a camera used for research & development testing with the polestar was out of calibration. This device is for internal testing only. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Medtronic investigation of returned suspect camera finds that, as returned, the housing is dented on the backside corner and one emitter lens is scratched. The psu passed an aak test at .55 mm with high line separation of 1.86 mm. The line separation was automatically adjusted by the test software. The psu passed a subsequent aak test at .52 mm with good line separation of .09 mm. Although the psu passed the accuracy test, the reading is high. Electrical failure - failed diagnostic test - directly caused event.